Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer, according to information the ventilator was connected to a compressor mini. Issue resolved by replacing the damaged gas module. Device passed all performance tests according to factory specifications. Device was cleared for clinical use. The replaced air gas module was not received since it was kept by the customer, but a report of an excessive amount of moisture in the air gas module was received. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Root cause has not been established however, the most probable source of moisture/water into an air gas module is due to was an issue with the compressor mini.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test with a message "system volume too large" during pre-use check. Moreover, it was reported that the ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).